Event description:
Related manufacturer report number 3006705815-2023-02369. It was reported the patient experienced ineffective stimulation. System diagnostics recorded high impedances on both leads. Surgical intervention was undertaken on, (B)(6) 2023, and the leads were explanted and replaced. Therapy restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3-date of event is estimated.